Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the emergency room due to hyperglycemia. The patient's blood glucose level reached 600 mg/dl due to multiple pods being unable to communicate with the personal diabetes manager (pdm) at pod activation and not having any backup insulin delivery methods. The patient's girlfriend called an ambulance and the patient was taken to the ER. The patient reported not feeling any additional symptoms. At the ER, their bgs began to drop, but the patient was treated with insulin and doctors checked his vitals, measured his blood pressure and also did an x-ray of his lungs and also an EKG. The patient was discharged after 3 hours.